Event description:
According to the customer, the intended procedure was a colon routine examination for inspection and there were no delays in the procedure. The device malfunction was found in post-inspection cleaning, pre-use checks were carried out, and cleaning/disinfection/sterilization is completed with the oer-4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrections are being made for details inadvertently left out of the initial, b3 and b5. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, they are unaware when hen a foreign object adheres to the endoscope, no delay to pre-washing, air was supply water and air to the air/water nozzle, there were no problems with the accessories used for reprocessing, endoscope was left in the cleaning solution, unknown if device was wiped/brushed the air/water nozzle with gauze or a brush or a sponge, and liquid was sent to the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign matter remaining in the nozzle. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. [Inspection of endoscope] visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the scope connector was dirty due to water leakage. Also, evaluation found the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was cracked, a streak of flare in the image appeared due to adhesive peeling around the objective lens, the connecting tube was wrinkled and scratched, the objective lens was discolored, the forceps channel port was shaved, the universal cord was wrinkled, the control unit was discolored, the electrical connector was discolored due to water leakages, there was lack of image on the monitor due to dirt on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera colonovideoscope was washed and disinfected without closing the cable connection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.